Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received three no delivery alarms during priming. Customer's blood glucose was 179 mg/dl. Customer states that no delivery was resolved with infusion set and reservoir change. Customer was not able to troubleshoot for no delivery. Infusion set and reservoir would be replaced. No further information provided.